Manufacturer narrative:
Investigation summary: one photo and one sample were received by our quality team for evaluation. From the photo, one 19g needle and one 25g needle with the cannula pierced through the shield was observed. From the returned sample, the 19g 1-1/2in sample was observed to have the cannula pierced through the shield. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The manufacturing process was reviewed. The probable root cause could be that the shaft was mounted to the clamp plate thread was worn out. This leads to the shield clamp plate to be misaligned during shield loading. When the shield is loaded and presses down at the shield press station, some of the cannula will pierce through the shield. The monthly preventative maintenance was updated to check for worn out shaft thread after the reported batch was produced. This incident has been added to our database of reported incidents.

Event description:
It was reported that 5 needles 19g 1-1/2in tw were protruding out of packaging causing clean needle stick. The following information was provided by the initial reporter: "needle protruding out of packaging. Staff have been pricked when handling the product."